Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified and moderately tortuous anterior tibial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced to the lesion. On the first inflation, the balloon was inflated to 10 atmospheres however, on the second inflation at 12 atmospheres, the balloon ruptured. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote catheter with a coyote shelf box and carrier tube/hoop. The batch number on the packaging and device matched the reported batch number. There was blood in the inflation lumen. The inner shaft was buckled on both sides of the proximal markerband. Magnified inspection revealed a 62mm scratch in the balloon material with pinholes within the scratched surface. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from two pinholes 55mm and 56mm from the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified and moderately tortuous anterior tibial artery. A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced to the lesion. On the first inflation, the balloon was inflated to 10 atmospheres however, on the second inflation at 12 atmospheres, the balloon ruptured. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.